Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4), could not conclusively be determined from this evaluation. It was reported that the patient was admitted from (B)(6) 2020 to (B)(6) 2020 with a driveline infection. The driveline was swabbed and grew beta hemolytic streptococcus. CT scans and ultrasounds showed no collection. The patient was treated with IV flucloxacillin and vancomycin, followed by an oral dose flucloxacillin. The patient underwent a routine transplant on (B)(6) 2020. The device reportedly operated as intended and there were no device issues that could have accelerated the patient on the transplant list. The device was explanted; however, it will not be returned for evaluation. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing and quality assurance specifications. The pump was shipped on 24apr2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection. A swab of the area grew beta hemolytic streptococcus (group b) bacteria. The patient was treated with IV flucloaxcillin and vancomycin followed by a course of flucloxacillin. A CT of the abdomen and ultrasound showed no collection.